Manufacturer narrative:
The customer reported that a patient's heartbeat on the mp70 read in the 70 range and the hospital suspected that was incorrect and placed a mxr defibrillator on the patient which read a heart beat of 39. The available information shows that no death or serious injury occurred, and the monitor worked as intended. There was no report of any adverse patient impact. The customer alleged that the monitor was not safe to use at the time of the event due to the incorrect heart rate displayed by the monitor (of a magnitude that would impact alarming), compared to the defibrillators. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a patient's heartbeat on the mp70 read in the 70 range and the hospital suspected that was incorrect and placed a mxr defibrillator on the patient which read a heart beat of 39.